Event description:
A customer contacted beckman coulter inc. (Bci) in regards elevated accutnl results within the risk stratification range on three samples from one patient. The results were reported out of the laboratory and questioned by the physician, since they did not correlate with the patient's clinical picture. Patient results are provided. Unknown if treatment was administered or withheld.

Manufacturer narrative:
Qc was within the customer's established ranges. System check during the event met specifications. Service was not dispatched since the questioned results are isolated to one patient. A clear root cause could not be determined for this event. Correction: from: date (B)(6) 2010. To: date (B)(6) 2010.

Manufacturer narrative:
Qc was within the customer's established ranges. System check during the event met specifications. Service was not dispatched since the questioned results are isolated to one patient. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards elevated accutnl results within the risk stratification range on three samples from one patient. The results were reported out of the laboratory and questioned by the physician, since they did not correlate with the patient¿s clinical picture. Unknown if treatment was administered or withheld.